Event description:
Dist reported a customer rec'd an error message and add'l icons on their locked freestyle meter. While assisting the customer it was discovered the meter had become unlocked. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated for this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the prod is returned for eval. Customers and retailers have been informed through the adc fa16may2006 letter.